Event description:
A valiant captivia stent graft was implanted during the endovascular treatment of a 50mm in length aortic dissection. It was reported 9 days post the index procedure while still hospitalized, a retrograde type a aortic dissection (rtad) and cerebral infarction occurred. A total arch procedure was performed, but impaired consciousness has persisted for approximately 7 days post the intervention. The entry point was the tip of the valiant top stent part at the curvature of the left common carotid artery/brachiocephalic artery. Per the physician the cause of the dissection and cva is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.